Event description:
It was reported that the patient with this inflatable penile prosthesis was not satisfied with how device was working. The device issues were observed when the doctor tested the device. The device was explanted. No patient complications were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem upon receipt at our post market quality assurance laboratory, the components of this inflatable penile prosthesis were thoroughly analyzed. The cylinders, momentary squeeze (ms) pump and reservoir were microscopically inspected and tested for leakage. Both the cylinders had wear at fold in the proximal end and distal end. The kink resistant tubing of ms pump was worn to filament. Both the cylinders and ms pump passed the leakage test. The ms pump passed the functional testing. The flat reservoir had a hole and a leak from sharp instrument damage. Product analysis was unable to confirm the reported event of mechanical issue. Based on the analysis results, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis was not satisfied with how device was working. The device issues were observed when the doctor tested the device. No patient complications were reported.